Event description:
It was reported that a patient using an ilet bionic pancreas experienced consistent hypoglycemia of unclear cause and self-treated with oral glucose. Symptoms included low blood glucose with associated hypoglycemic effects. Outcomes included the need for user intervention and additional training. Investigation included review of available complaint details and case handling without alerts or alarms reported. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the cause of the hypoglycemia was undetermined and user re-education was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.